Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt in the upper arm. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon second inflation at 10 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt in the upper arm. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During procedure, the balloon ruptured upon second inflation at 10 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.